Event description:
It was reported that the customer had a audio/beep anomaly on the insulin pump. The customer' s blood glucose level was unknown mg/dl. The customer is stating that the alarm is beeping every 5 minutes or so. The customer states buttons were not pressed or accidentally press. The customer was advised to monitor insulin pump and call if issue recurs. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.